Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated, and low blood glucose (bg) level, (values not provided). Cause was not provided. The customer declined to provide additional information regarding the issue.